Manufacturer narrative:
Device passed self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm, low reservoir alarm or audio/beep/vibrate anomaly noted during testing. Device had broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not alarming. Customer's blood glucose value was unknown. The customer stated that insulin pump had crack near battery. Insulin pump did not alerting when reservoir was low, no insulin delivery and missed bolus. The device will not be returned for analysis.